Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. The implant or explant dates are not applicable to this device.

Manufacturer narrative:
Product complaint # ==>(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2011; dor: (B)(6) 2017; left knee.